Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed that the customer was able to resolve the issue by rescanning the drug barcode and adding it using the same medication ID that electronic protected health information (epic) was using, ensuring both systems matched. Once the ids were aligned, the tablets appeared correctly, and the problem was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user stated that multiple devices were affected although currently only one medication phenobarbital tablets was impacted. The issue began yesterday when a nurse was unable to pull a dose, initially presumed to be user error, but additional calls were received by the pharmacist last night and again this morning. When the user went to one of the machines to investigate, a nurse attempted to pull the medication using an override since the patient had no order however, the phenobarbital tablets did not appear as an option, even though another phenobarbital formulation did. The tablets were confirmed to be loaded in pyxis and should have been selectable, and unloading and reloading the medication did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.